Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 20, 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. Until about 3 weeks ago the patient took one amaryl pill and one other oral diabetes pill once a day. She did not recall the name of the second oral medication or the specific dose of her oral medications. She was hospitalized about 3 weeks ago because her blood glucose level was continually elevated in the 300 to 400 mg/dl range. While in the hospital, the patient was started on 70/30 insulin. She also continued to take her previous oral diabetes medications. She was discharged to home on 70/30 insulin regimen of 20 units each am and 10 units each evening. Her physician told her to monitor her blood glucose readings and decrease the insulin dose by 5 units if her blood glucose readings were less than "normal." She said she experienced more than one episode of shaking and weakness after she started taking insulin. She said she tested with the reported meter while symptomatic and received readings such as 139 and 193 mg/dl in 2007 , which did not seem to correlate with her symptoms. She ate food and drank juice based on her symptoms and felt better. She did not remember the reading prior to taking insulin or the dose of insulin; so, it is not clear the meter had contributed. The customer care advocate (cca) confirmed that the patient followed correct testing technique. The meter and test strips were replaced. The patient told the medical affairs specialist (mas) she received the replacement meter and has received readings in the 70 to 80 mg/dl range with the replacement meter at times when she feels shaky. The complaint is reported because the patient alleged receiving inaccurately high readings on the lfs product that did not correlate with her symptoms that suggested hypoglycemia. The patient had recently been started on insulin and was instructed to decrease her insulin dose for readings that fall below her "normal" range.